Manufacturer narrative:
This rv lead was later explanted and returned to boston scientific without any further allegations relating to this event being made against it. Upon receipt at our post market quality assurance laboratory, detailed analysis identified the molded insulation to be torn apart and the conductor coils to be stretched appropriately .25 cm from the is-1 terminal pin. Visual inspection showed no evidence of any pre-existing damage to the lead. The tear in the insulation and stretching of the coils appears to have been induced during the removal of this lead from the header of a device during a procedure. The lead passed resistance testing indicating it was electrically continuous. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that, during a routine follow-up, this right ventricular (rv) lead exhibited a high shock impedance value of greater than 125 ohms. The physician has elected to perform a revision within the near future due to the uncertainty of device function. Subsequently, additional information was received that this physician performed a lead revision. The physician disconnected the lead from the header, cleaned the pins and then reconnected the lead. After this procedure there was no report of noise on the shock electrogram, and the shock impedance value was 44 ohms. The physician elected to leave this lead implanted, and there were no adverse patient effects reported.